Manufacturer narrative:
Note: it has been determined that the events reported in regulatory report #3004209178-2018-09582 pertain to this event. All future updates will be sent in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that patient complained of uncomfortable paresthesia intermittently, leading to reprogrammings. X-ray on (B)(6) 2018 showed right lead migrated downward one electrode length since implant. X-ray on (B)(6) 2018 showed no change in lead location since last fluoroscopy. The outcome was reported as recovered/resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient complained of upper back discomfort that moved to the patient's left arm and down to the hand. It improved when the spinal cord stimulation device was off. The patient had upper back pain before, but the arm pain was new. The patient also complained of right foot pain located primarily in the great toe. The pain was new. The patient stated the spinal cord stimulation didn't help with the relief and it improved when he rested with the device off. An x-ray was performed on (B)(6) 2018 and indicated the right lead migrated downward one electrode length since implant. There was an intervention and medication was administered. The upper back discomfort that was radiating to the left and hand was recovering and resolving. It was assessed as not related to the study procedure, ins, or external study device. "Titration" and manual cycling of the device amplitude was recommended in regards to the intermittent right foot pain. The intermittent, right foot pain was not recovered and had not resolved. It was assessed as not related to the study procedures, ins, leads, or external study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced burning back pain. There was new pain since implant. Right sided back pain that radiates to left and burning pain that was intermittent. The event was unlikely, but also reported possibly related to the stimulation therapy. The device was interrogated and reprogrammed. There were no device deficiencies. The outcome was reported as recovering/resolving.

Manufacturer narrative:
Correction: a patient and device codes was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, methods, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved and the patient was recovered as of (B)(6) 2018.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was not resolved.

Manufacturer narrative:
Continuation of d11: product ID 977a260,serial# (B)(6), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.